Event description:
It was reported 30 bd maxzero¿ needleless connectors had foreign matter. The following information was provided by the initial reporter: "...when checking the infusion connector, it was found that there were small water droplets on the inner wall of the mz connector of the connector."

Manufacturer narrative:
H6: investigation summary a mz1000 china was not available for investigation, however the customer confirmed that the complaint product was from lot 21095178. As part of the investigation, the customer provided a photograph of the affected sample; a visual inspection confirmed the customer's experience as silicone droplets were identified inside the housing of the maxzero component. The details of this feedback were forwarded to the manufacturing site for investigation. It was concluded that the fluid visible within the maxzero is consistent with the medical-grade silicon which is used as lubricant in the maxzero products. The application of silicone is a closely regulated process and the weight of the silicone is checked at regular intervals during manufacturing of the maxzero components. This is considered to be a cosmetic defect only and does not affect the functionality of the product. A review of the production records for lot 21095178 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 30 bd maxzero¿ needleless connectors had foreign matter. The following information was provided by the initial reporter: "...when checking the infusion connector, it was found that there were small water droplets on the inner wall of the mz connector of the connector."